Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced post-dinner hyperglycemia followed by hypoglycemia while using the ilet bionic pancreas, with the highest glucose not provided, high glucose duration of about 1.5 hours, and a subsequent low of 63 mg/dl lasting about 30 minutes; device alerts for low were received and there were no alerts for >300 mg/dl over 90 minutes. Symptoms included dizziness during the low glucose episode. Outcomes included no professional medical intervention, no hospitalization, and assistance from a caregiver due to the patient being a minor. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the causes of the hyperglycemia and hypoglycemia were not determined. It was concluded that the reported hyperglycemia and hypoglycemia events were cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.